Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: tip detachment. Time of device issue: during the procedure. Adverse event: tip detachment, requirement intervention/snared. It was reported that post stenting a chronic total occlusion in the distal right coronary artery (rca) with a non-abbott stent, the balance middleweight universal ii guide wire (bmw u ii) was being removed when the distal tip became detached and remained in the guide catheter. A second bmw u ii was used to "pull" the detached tip segment out of the anatomy. There was no reported pt effect. No additional info provided.